Event description:
This pt had an order for continuous protonix drip (80 milligrams in d5w 250 milliliters). The order does was for 8 milligrams per hour and infusion rate was 25 milliliters per hour. The rn programmed the pump as ordered and noted infusion rate at 25 milliliters on the pump window. In less than one hour, the protonix bag as completely empty. The pump read that the infusion rate was still programmed (25 milliliters/hr), but no medication was left in the bag.